Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm), with reported numbness in hands, extreme dry mouth and dizziness. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer's fiancé assisted customer administer a manual insulin injection. Customer bg had dropped below 500 mg/dl at time of follow up

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.